Event description:
It was reported that the right ventricular (rv) lead integrity alert due to high sensing integrity counter (sic) and non sustained ventricular tachycardia (nsvt) episodes. The rv lead exhibited high pacing impedance tip to ring with a possible fracture. It was also noted that the rv lead had oversensing noise episodes recorded. The rv lead was deactivated, remains in the patient, and was replaced. During replacement of the rv lead venous access was difficult, the procedure was delayed by more than three hours to insert a new rv lead. The patient required medication for the pain during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).